Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patients leads migrated. The patient underwent a revision procedure wherein the percutaneous leads were replaced with a paddle lead.

Event description:
It was reported that the patients leads migrated. The patient underwent a revision procedure wherein the percutaneous leads were replaced with a paddle lead. Additional information was received that the patient was doing well postoperatively. The explanted leads will not be returned as they were disposed of by the medical facility.